Event description:
It was reported that the gastrointestinal videoscope exhibited brush head remained in the channel. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material clogged in the biopsy channel a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the foreign material clogged in the biopsy channel was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.